Event description:
A hospital reported that when the hospital staff set the rt204 adult breathing circuit to a ventilator, they found the heater wire in the expiratory tube was broken. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & pakel healthcare by a hospital in japan. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The resistance of both the inspiratory limb and expiratory limb heater wires on the actual device were measured. Results: the resistance of the heater wire in the inspiratory limb was within specification. The expiratory limb heater wire, however, was open circuit, and therefore, was out of specification. Conclusions: the device was out of specification. This is a known issue with an occurrence rate of approx 0.001% worldwide for the last 2 years. We have an open CAPA project to address this issue, and we continue to monitor and trend complaints of this nature.